Event description:
The user facility reported that water was leaking from their reliance 777 washer. No injuries, procedural delays/cancellations or property damage reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the drain valve had come detached under the unit. The technician reassembled the valve, tested the unit and placed it back into service.the unit was installed in 1993 and is not under steris service contract and is serviced and maintained by the user facility.